Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt harm reported.

Manufacturer narrative:
(B)(4). Add'l data/failure service technician investigation discovered physical item jam.